Event description:
Upon removal of the device, the nosecone detached. The device was removed without further complications. No pt implications.

Manufacturer narrative:
Device not returned to MFR for eval. Suspected problem identified in results and conclusions. Retroactive audit of complaint files determined filing.